Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the distal end of the male luer tubing when pushed into a nonbd connector and turned 1/4 turn until it clicks does not lock down tight. Then it disconnected and leaked while connected to a patient. There was no patient harm.

Event description:
An incomplete date of event of (B)(6) 2018 was provided.